Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, endometriosis and ovarian cyst. On (B)(6)-2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), migraine ("migraine"), weight fluctuation ("weight fluctuation"), hypersensitivity ("allergic reaction"), psychological trauma ("psych injury"), urinary tract disorder ("bladder / urinary problem"), bladder disorder ("bladder / urinary problem"), urinary tract infection ("uti") and cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)-2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, hypersensitivity, urinary tract disorder and bladder disorder had resolved and the dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, vaginal infection, fatigue, migraine, weight fluctuation, psychological trauma, urinary tract infection and cystitis outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6)-2014. Treatment was received for pelvic pain, bleeding, allergic reaction, and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2021: mr received. Reporter information , other relevant history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), migraine ("migraine"), weight fluctuation ("weight fluctuation"), hypersensitivity ("allergic reaction"), psychological trauma ("psych injury"), urinary tract disorder ("bladder / urinary problem"), bladder disorder ("bladder / urinary problem"), urinary tract infection ("uti") and cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, hypersensitivity, urinary tract disorder and bladder disorder had resolved and the dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, vaginal infection, fatigue, migraine, weight fluctuation, psychological trauma, urinary tract infection and cystitis outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2014. Treatment was received for pelvic pain, bleeding, allergic reaction, and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new events bladder or urinary problems, bladder infection, uti, psych injury and allergic reaction were added. Outcome of events pelvic pain and menorrhagia (heavy menstrual bleeding) were changed to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), migraine ("migraine"), weight fluctuation ("weight fluctuation"), hypersensitivity ("allergic reaction"), psychological trauma ("psych injury"), urinary tract disorder ("bladder / urinary problem"), bladder disorder ("bladder / urinary problem"), urinary tract infection ("uti") and cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, hypersensitivity, urinary tract disorder and bladder disorder had resolved and the dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, vaginal infection, fatigue, migraine, weight fluctuation, psychological trauma, urinary tract infection and cystitis outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2014. Treatment was received for pelvic pain, bleeding, allergic reaction, and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heav menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), migraine ("migraine") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, vaginal discharge, vaginal infection, fatigue, migraine and weight fluctuation outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge, vaginal infection, fatigue, migraine, weight fluctuation. Laboratory data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.